Event description:
Ans was advised in 2009, that the pt was implanted with an ipg system approx five months prior, and that the system was explanted approx two months later, due to an infection at the ipg pocket site. It was reported the hospital performed a culture and the test results were positive for staphylococcus schleiferi. On august 4, 2009, technical support talked to the hospital risk manager who stated the implanted product will be returned to ans for eval. Follow-up info was received from the sales rep on 08/10/2009 stating the pt was released from the hospital, the pt has recovered from the infection, and that the pt is doing fine. A follow-up report will be submitted within 30 days after the device is received by ans.

Manufacturer narrative:
Device history record and sterilization record were reviewed. Results: all records reviewed were found to meet specifications, no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization record. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.